Event description:
It was reported to boston scientific corp in 2008 that during unpacking, a lithoclast ultra flexible probe was found to be bent. There was no pt involvement. Please note: this report pertains to the first of two devices. Refer to MFR report # 3005099803-2008-05331 for a description of the second device.

Manufacturer narrative:
Though expected, the suspect device has not been received for eval, thus, the cause of the reported malfunction is currently undetermined.